Manufacturer narrative:
Evaluation summary: the report of perivalvular leak (pvl) could not be confirmed through visual observations. X-ray demonstrated wireform intact and frame expanded. Host tissue on the stent circumference was minimal at the outflow aspect, with the majority observed on the frame cloth around leaflet 1. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. There are also other technical and anatomical related factors that may contribute to pvl. The reported event was not confirmed. The root cause cannot be conclusively determined with the available information. However, patient and/or procedural related factors likely contributed to the pvl. There has been no indication or allegation of a product malfunction.

Event description:
Edwards received notification that this valve was explanted due to perivalvular leak (pvl) after an implant duration of approximately 2 months. As reported, the patient went home without a pvl and had two checks-ups; one immediately after the implant in the or and one on the day he was discharged. While at home, he was not well and then they found out that he had pvl. The device was explanted and another edwards valve was implanted as replacement. The patient is reported to be doing fine after this procedure.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Iotee, tte and tee images taken preoperatively were reviewed and assessed. Image quality of the iotee and the pre-discharge tte is poor; image quality of the subsequent tee is fair. Approximately 2 months after undergoing aortic valve replacement with an 8300ab21 bioprosthesis, a patient is found to have severe paravalvular aortic regurgitation. Review of earlier echocardiograms reveals very limited intraoperative post-pump imaging with a suggestion of possible paravalvular leak, and almost certain significant aortic regurgitation on pre-discharge tte. Both poor image quality and tachycardia could have affected the ability to recognize aortic regurgitation on the pre-discharge tte, but interrogation of the aortic valve using spectral doppler might have helped. It seems likely that aortic regurgitation was present since implantation, and that limited aortic valve interrogation and possibly low intravascular pressures/flows during iotee were responsible for its lack of recognition.